Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 43 mg/dl. The customer reported unexpected error message from insulin pump. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Customer stated that a temp basal was not programmed before the unexpected restart alarm occurred. Customer stated that the insulin pump was not stored or not in use for an extended period of time. The unexpected restart alarm occurred shortly after inserting a new battery. The customer refused to troubleshoot for low blood sugar. The insulin pump will not be returned for analysis.